Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date of removal procedure. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. This event was reported by the patient's legal representation. Device was implanted by dr. (B)(6). Removal procedure was performed by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system (midurethral sling) was implanted on (B)(6) 2010 for urethral hypermobility and stress urinary incontinence (sui). Subsequent to the procedure, the patient experienced erosion of the advantage sling. On (B)(6) 2019, the patient underwent a procedure for removal of eroded tension-free vaginal tape sling. During the procedure, a scar tissue was also noted and removed. The procedure was successfully completed and the patient's condition was reported to be "stable."